Event description:
Patient representative reported "scarring and disfigurement, hospitalization, asymmetry of breasts, capsular contracture, depression, and anxiety. Additionally, ptsd, chronic gastrointestinal upset and reflux, pain prior to explant procedure, diagnostics and explant surgery was also reported, not device related. Patient has not been diagnosed with bia-alcl" this record is for the left side. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Initial reporter is a lawyer, therefore additional event, product, and/or patient details will not be requested. Reason for reoperation: scarring and disfigurement, hospitalization, asymmetry of breasts, capsular contracture, baker grade unknown depression, anxiety, ptsd, chronic gastrointestinal upset and reflux, pain prior to explant procedure.